Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4574-45 implantable pacing lead, implant date 2004 (B)(6); 4074-52 implantable pacing lead, implant date 2004 (B)(6); 310c25 implantable tissue valve, implant date 2010 (B)(6); 4296-88 implantable pacing lead, implant date 2011 (B)(6). (B)(4).

Event description:
It was reported that the patient was complaining of fatigue over the past few months and the patient's heart rate was in the fifties. It was also reported that the right ventricular (rv) lead was t-wave oversensing. Reprogramming was completed with no improvement. Repositioning was recommended. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.